Event description:
It was reported that paint was flaking on a stretcher siderail. Reportedly an elderly family member of a pt grabbed the siderail spindle and cut his hand. It was reported that the cut was more like a pin prick or paper cut but due the family member's age (approx (B)(6)) and thin skin, the cut bled quite a bit. The family refused to go to the emergency dept so the (B)(6) staff bandaged his hand to stop the bleeding. No add'l medical intervention was required.

Manufacturer narrative:
Spindle.